Event description:
Material#: 305180, batch number#: 4082855. Verbatim#: we had a bd blunt fill needle 18g x 1 ½ tw (ref 305180), lot 4082855 core a vial of normal saline (ndc: 0409-4888-02, manufacturer: xx) on 11/25/2024. The needle entered the vial at 90 degrees per the instructions for use. We do not have the needle to send back. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Additional medication had to be used because the first vial was wasted. This was caught prior to reaching the patient.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Pr 11339535 follow up. It was reported there was coring of the vial. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembled to a syringe with a dark colored speck indicated by a red arrow. No other defects or imperfections were observed. A device history record review was completed for provided material number 305180, lot 4082855. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the physical sample analysis, a probable root cause could not be offered. Captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information received